Event description:
It was reported that the user changed ilet supplies and experienced elevated blood glucose (bg) the next day. The user subsequently administered an external insulin injection via pen without disconnecting from the ilet, after which the device remained connected and the blood glucose trended down to 155 mg/dl. The interaction required treatment guidance and education regarding the risk of concurrent external insulin while connected. Symptoms included hyperglycemia peaking at 300 mg/dl. Outcomes included no alerts or alarms, no hospitalization, and completion of troubleshooting and user education with instructions to contact support if glucose rises or to perform an unassisted supply change. Investigation included customer support review of use conditions and user counseling on appropriate operation. Investigation of this case revealed user-related use error involving external insulin administration while the ilet was active, with no device malfunction identified. It was concluded, based on established findings for similar reports, that the cause was user technique and use error.